Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 50 bd safetyglide¿ needle experienced blockage. The following information was provided by the initial reporter: "this lot number of needles has been causing issues when they go to give medication. They are stating that they meet resistance when administering a vaccine or shot. This began occurring yesterday.¿ .

Manufacturer narrative:
H6: investigation summary: it was reported that needles meet resistance when administering a vaccine or shot. To aid in the investigation, fifty samples were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Thirty two samples were randomly selected for evaluation. Each sample was then connected to a syringe with saline solution. Of the thirty two samples three samples did not expel the solution, these needles are clogged. A device history record review was completed for provided lot number 1340735. The review revealed there was documentation for this type of defect during the production run of needle supplier lot number 1214992 which is one of the lot used in the manufacturing of the final lot 1340735 had clogged needles issue due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the sample analysis the symptom reported is confirmed.

Event description:
Material no: 305916, batch no: 1340735. It was reported by the customer that they meet resistance when administering a vaccine or shot. Verbatim: 305916 ¿ lot: 1340735 - this lot number of needles has been causing issues when they go to give medication. Good day, my employees in pediatrics found that this lot number of needles has been causing issues when they go to give medication. They are stating that they meet resistance when administering a vaccine or shot. This began occurring yesterday. They were not certain which lot number because there was a few , so they removed what was in the administration area and put these into the draw. When they went to use them today, they found that these were causing concern and I had them removed and replaced. I was wondering if anyone else has been experiencing this issue? It is definitely not safe for us to use especially with children. Hi everyone, thank you. If there is a potential product defect, we need to know in patient safety to ensure this is reported and remediated. We will follow up offline. We are working with cardinal health to determine when that lot arrived to the distribution center so that we can find all potentially impacted purchase orders. We have also escalated to the bd rep and are awaiting a response. Manufacturer product number: 305916 lot: 1340735 (lot information on the needle package also shows as refz0999).